Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The complaint of (loose) damaged rotor guide pin is being addressed by CAPA# (B)(4). The product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t blood pump rotor caused the patient blood lines to rip while the patient was dialyzing. Upon follow-up, the bmt stated during a patient's hemodialysis (hd) treatment the white plastic cover on one of the blood pump rotor pins were cracked and cut a hole in the blood pump tubing, causing a blood leak to occur. The bmt stated treatment was immediately stopped when the blood leak was observed and upon examination one of the rotor pins had damage to the white plastic cover, one of the pins completely came off the rotor guide, and two of the pins remained intact. The bmt stated the blood pump rotor was replaced and the machine was placed back in service. Per bmt the rotor was original to the machine. The bmt also stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the patient had 37 minutes of treatment remaining when the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was les than 5cc. Immediately following the event, the patient had 37 minutes of treatment remaining and discontinued their remaining treatment. The bmt stated the patient's blood pressure remained normal and drove home and confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t blood pump rotor caused the patient blood lines to rip while the patient was dialyzing. Upon follow-up, the bmt stated during a patient's hemodialysis (hd) treatment the white plastic cover on one of the blood pump rotor pins were cracked and cut a hole in the blood pump tubing, causing a blood leak to occur. The bmt stated treatment was immediately stopped when the blood leak was observed and upon examination one of the rotor pins had damage to the white plastic cover, one of the pins completely came off the rotor guide, and two of the pins remained intact. The bmt stated the blood pump rotor was replaced and the machine was placed back in service. Per bmt the rotor was original to the machine. The bmt also stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the patient had 37 minutes of treatment remaining when the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was les than 5cc. Immediately following the event, the patient had 37 minutes of treatment remaining and discontinued their remaining treatment. The bmt stated the patient's blood pressure remained normal and drove home and confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.